Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, there were baseline flow errors. The tubing was replaced and the system was re booted as per guide without resolve. The procedure was then cancelled and the patient was under general anesthesia. Service has been scheduled for cryoconsole repairs. The product issue reported (baseline flow errors) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect, is the adverse event being reported. The decision to abort the procedure without use of alternate therapy, is based upon the medical judgment of the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the cryoconsole n-6247 is still in the field. Field service report is not available. In conclusion, the reported issue has not been confirmed through testing due to the cryoconsole being in the field and the field service report is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.